Event description:
It was reported that during a stent placement procedure through the subclavian vein in the upper arm, the stent allegedly failed to reach dilated area. It was further reported that stent was loaded over the guidewire and failed to deploy. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation performed in the laboratory, a 'material perforation' is confirmed as well as the cascading event 'misfire'. The issue 'difficult to advance could not be confirmed as no test was performed; nevertheless, it is known that an inappropriate introducer sheath was used. The elongation found indicates high pulling forces applied to the system. Additionally, it is known that the proximal end of the stent graft was placed straight in the section prior to deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. The instructions for use states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Instructions for use state prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.' Moreover. Furthermore, the instructions for use states: 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (¿). Flushing these lumens will also facilitate stent graft deployment.' The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H10: (expiry date: 05/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during a stent placement procedure through the subclavian vein in the upper arm, the stent allegedly failed to reach dilated area. It was further reported that stent was loaded over the guidewire and failed to deploy. There was no reported patient injury.